Event description:
It was reported that the patient experienced unspecified issues with an artificial urinary sphincter (aus). The aus cuff, pump, and balloon was explanted and a new 4.5cm aus cuff, pump, and balloon implanted. Further information has been requested and not yet received. Should additional relevant details become available or the product was returned, a supplemental report will be submitted upon completion of product analysis. Further information was reported indicating that this was the initial implant procedure and the patient did not have any previous aus devices implanted.

Manufacturer narrative:
Further information was reported indicating that this was the initial implant procedure and the patient did not have any previous aus devices implanted, explant date was moved to implant date as this is the initial implant procedure.

Event description:
It was reported that the patient experienced unspecified issues with an artificial urinary sphincter (aus). The aus cuff, pump, and balloon was explanted and a new 4.5cm aus cuff, pump, and balloon implanted. Further information has been requested and not yet received. Should additional relevant details become available or the product was returned, a supplemental report will be submitted upon completion of product analysis.